Event description:
It was reported that the patient was able to turn the implantable neurostimulator (ins) off to have an MRI. Now they were seeing the poor communication screen. Clothing was removed between the ins and the pp and the antenna was removed. The pp was still showing the poor communication screen and it would not do telemetry with and without the antenna. No patient harm reported. A day later, the patient received a replacement pp. She could not make adjustments and it was not working with or without the antenna attached. At first, she did not have batteries in the new pp, but after putting batteries in, she was still getting the poor communication screen. It was later reported that the patient had a head MRI and the ins had not worked since and it was hurting at the ins site. The patient wanted the system ¿out.¿ there was a loss of therapeutic effect and ¿it never worked that well.¿ she felt it ¿vibrate in my feet and legs,¿ which was not where it was needed. She had the MRI and now the battery did not work at all. It was starting to hurt right in that area and down into her leg. It was noted that the pain at the ins site was present before the MRI. The pp was returned to the manufacturer but analysis had not been completed yet. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported that the implantable neurostimulator (ins) ¿blew out¿ 4-5 days ago after having an MRI. The patient was getting extreme leg pain, which started 2 days ago. She was wondering if the ins got taken out if she would still have the leg pain. The patient was going to see her healthcare provider (hcp) in 2 days to get the ins taken out. It was noted that the ins was put in for back pain but it did not really help much. One day later it was reported that the doctor was going to leave the lead in place as he suspected once the ins was removed, the patient would decide she wanted the system again. There was no further information about the MRI. The patient did not have a MRI compatible system. It was also noted that the first notice of stimulation in an undesirable area was the feet.

Manufacturer narrative:
Product ID: 37743, serial# (B)(4), product type: programmer. Patient product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).